Event description:
It was reported that a female patient who had a mentor smooth round high profile 330cc saline prosthesis (left) and an unknown mentor saline prosthesis (right) placed experienced bilateral capsular contracture, left sided deflation, and a left sided breast cyst post procedure. The left sided capsular contracture was baker grade IV. The left sided breast cyst was sitting at the six o¿clock position of the inferior areolar and was approximately 3 x 4 mm. The baker grade of the right breasted capsular contracture is unknown. As a result, explant and replacement with mentor smooth round high profile 250cc saline prostheses was performed on (B)(6) 2023. See 1645337-2023-10228 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/breast cyst/capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on august 30, 2023 mentor became aware that the incorrect manufacturing record evaluation (mre) statement was made with the initial report submitted on that same date. The correct statement is as follows: since no lot number was provided, no manufacturing record evaluation review could be performed.